Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Event description:
Patient reported "possible left side capsular contracture, baker grade and firmness". Later healthcare professional reported "exchange with no complaint against the device". This record is for the left side. Device was explanted. Therefore, this record is no longer reportable to the FDA and will be unreported.

Event description:
Patient reported "possible left side capsular contracture [baker grade unknown] and firmness". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.